Event description:
The customer stated that he performed a control test because his blood glucose test was lower than usual. He received a control test result of 48 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. Further troubleshooting showed the system to be operating as designed. No product is to be returned for evaluation.